Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and d) were received in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the bullet properly retracted and the knife cut the skin test media as intended; however, the reset button returned slowly to unarmed position. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the bullet properly retracted and the knife cut the skin test media as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # h90f3k, expiration date: 02/2016, manufacturing date: 03/2011, (B)(4). The analysis results found that the device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the bullet properly retracted and the knife cut the skin test media as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h90c3k, expiration date: 01/2016, manufacturing date: 02/2011, (B)(4). The analysis results found that the devices (e and f) were received in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices cut the skin test media as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device e and f additional information: batch # h90f3k, expiration date: 02/2016, manufacturing date: 03/2011, (B)(4).

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, all six trocars the sheath on the obturator would not retract and the knife blade would not deploy and would not go into the tissue. The knife lock out button was in the down position. A seventh trocar was used to complete the procedure. No adverse consequences reported.